Manufacturer narrative:
Device eval by manufacturer: icesphere 1.5 cx 90 degree needle (lot 0034129154) was returned any analyzed. Visual inspection revealed no abnormalities. The needle was connected to the icefx console, and a two-minute confidence test was performed without issue. A five-minute freeze in gel was performed and frost was observed on the shaft. The needle was disassembled and evaluated under a microscope revealing dents along the vacuum sleeve. The frost on the shaft was confirmed though analysis.

Event description:
It was reported that frost was observed on the needle shaft. This icesphere 1.5 cx 90 degree needle was one of a few needles selected for intercostal nerve cryoablation for pain management. During the procedure, the needle was placed into channel 4b and the test was successful. The physician inserted probe and once placed as desired, began first freeze. Close to the 10 minute mark, the physician noticed the probe was frosting over along the needle close to the skin so a syringe was used to apply warm saline. On the next freeze cycle, the probe was frosting up again, this time more rapidly and closer to the skin. The patient's skin became pink/red and CT imaging showed subcutaneous irritation. The needle was removed and the case was completed successfully with a new needle. It was reported that there were no patient complications. Additional information confirmed the returned needle (lot 0034129154) was the correct lot for the reported issue.

Event description:
It was reported that frost was observed on the needle shaft. This icesphere 1.5 cx 90 degree needle was one of a few needles selected for intercostal nerve cryoablation for pain management. During the procedure, the needle was placed into channel 4b and the test was successful. The physician inserted probe and once placed as desired, began first freeze. Close to the 10 minute mark, the physician noticed the probe was frosting over along the needle close to the skin so a syringe was used to apply warm saline. On the next freeze cycle, the probe was frosting up again, this time more rapidly and closer to the skin. The patient's skin became pink/red and CT imaging showed subcutaneous irritation. The needle was removed and the case was completed successfully with a new needle. It was reported that there were no patient complications.